Event description:
Pt had 0.9 ns large volume IV fluid infusing when tygacil 50 mg ivpb infusion began, noted fluid backing up into drip chamber of large volume infusion. Large volume bag hung with hanger fully extended. All equip moved from room. Event reappeared after reintroduction: no.